Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with unspecified antibiotics for the event. Three days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was "getting better". The cause of the event and action taken with pd therapy were not reported. No additional information is available.